Event description:
Additional information was received and stated that difficult to use from the beginning and there was no patient contact.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of difficult to use from the beginning. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Four photos were provided. Photo 1: shows an ungloved hand holding an ultrasert carton (serial number not visible). Photo 2: shows a lens outside of the device in a puddle of a clear liquid. Photo 3: shows the serialized end of the carton (au00t0, 20.0 d, sn (B)(6)). Photo 4: shows an above view of the ultrasert device outside the carton. The plunger lock and lens stop have been removed. The plunger appears to be oriented correctly. Unable to confirm if viscoelastic was in the device from the photo provided. The plunger was advanced and appears to have been retracted back to mid-nozzle. The lens can be seen outside the device in a puddle of a clear liquid. The manufacturer internal reference number is: (B)(4).